Manufacturer narrative:
A definitive root cause could not be established as the defect device was not returned by the customer for evaluation. The scalpel manufacturer niraj industries pvt. Ltd was made aware of this issue. The complaint component 5311876 scalpel was a substitution for the regular scalpel included in the customer convenience kit. Avid medical performed an inspection which found that the this substitute scalpel was bendable near the middle where the customer experienced breaking and the blade is slightly more narrow than the one the customer was accustomed to. This component will no longer be provided as a substitution for the customer's preferred scalpel component within this convenience kit. Should additional information be obtained, a follow-up health authority report will be provided. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that o&m halyard, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report is not available for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. All information reasonably known as of 09feb2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by o&m halyard, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to o&m halyard, inc. O&m halyard, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that o&m halyard, inc. Product is defective or caused serious injury. Device not returned.

Event description:
Customer states scalpels are breaking in tissue procurement pack. There was no injury to patient or healthcare personnel. There was no injury was reported to either patient or health care personnel. (This kit is used for tissue procurement from a donor).